Event description:
A siemens engineer reported that the MRI technician at the hospital facility saw fire on the rear of the magnet bore of the MRI system during a pt scan. The hospital facility safety officer reported to siemens that the technician removed the pt from the room, pulled the fire alarm, and used two (2) fire extinguishers to put the fire out. The fire department arrived at the hospital facility within six (6) minutes from the time the alarm was pulled. The safety officer also reported that the pt inhaled smoke however no medical treatment was required. Therefore, siemens received no reports of injury to the pt, the technician or anyone involved with the reported incident.

Manufacturer narrative:
Siemens engineer investigation revealed arcing of the gradient cable. The mr system was repaired, parts were replaced and the system is now functional. The parts involved in the incident were returned to siemens for on-going investigation.